Event description:
It was reported noise resulting in oversensing and pace inhibition was reported when it comes to this device. A review by technical services (ts) discussed possible sensitivity adjustment/reprogramming, however this would not resolve the issue but reduce the impact of noise. At this time the device remains implanted. No adverse patient effects were reported.